Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Patient declined to provide weight.

Event description:
It was reported that patient's ipg was inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced.